Event description:
Information was received indicating that during use, leak was noted on a smiths medical cadd extension set, and the patient was not getting any medication for a period of time and the patient was beginning to notice effects of not receiving the medication. In addition, the reporter indicated that the patient had to be hospitalized due to not receiving any medication from the tubing leak. No further adverse effects were reported.